Event description:
It was reported that the customer was experiencing issues with the sensor. The customer's blood glucose was 172 mg/dl. The customer had received calibration error alerts, sensor error alerts and change sensor alerts. The customer stated that the insertion site was in a little pain. Advised to return the sensor for analysis. Customer removed the sensor and noticed that the sensor cannula may have broken off in the insertion site. Advised that an x-ray would be able to locate the sensor cannula in the customer's body. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. No broken parts were observed during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.